Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): no anomalies found.

Event description:
It was reported that there was a very changeable ventricular capture management trend for the past several months, with an upward impedance trend, large ventricular impedance trend fluctuations, and high thresholds. When the pocket was opened, lead measurements via the analyzer were ok and no lead fracture was observed. The device was explanted and replaced and the lead was replaced. No patient complications have been reported as a result of this event.